Event description:
It was reported that the customer accidently fell in a swimming pool, damaging the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.